Manufacturer narrative:
The bicarbonate liquid reagent lot number is 920669 (expiration date: 30-jun-2027).

Event description:
The initial reporter received questionable bicarbonate liquid assay results from several patient samples tested on the cobas c 303 analytical unit. One patient sample with discrepant results was provided: the initial result from the analyzer was 35 mmol/l. The repeat result from a cobas c 503 was 24 mmol/l. The initial result was not reported outside the laboratory because of several negative anion gaps, prompting a rerun. The repeat result was deemed correct.